Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 90 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.